Manufacturer narrative:
The meter was returned for investigation. Relevant retention test strips were measured with the returned meter with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.7 inr qc 2: 2.9 inr qc 3: 2.9 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Returned customer material and retention material comply with the specification. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 11:15 a.m. Was >8.0 inr. The result from the laboratory at 2:00 p.m. Was 4.2 inr. The patient¿s warfarin dose was held for 1 day based on the result from the laboratory. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.